Event description:
The bigger better bladder collapsed due to bending of the inlet tube.

Manufacturer narrative:
The letter sent to end users of (B)(6). A bigger better-bladder (lot # 9910-18907) collapsed during an ECMO run. That collapse reduced flow from over 5lpm to 2lpm and did not allow indirect venous line pressure measurements. The failed unit was sent to use, examined visually and tested for air leaks into the housing. Findings. When the inlet tube was bent, a space between the tube and end cap was clearly visible indicating that the seal was compromised thereby allowing air to enter the housing causing the bladder to collapse. The same was observed with the outlet tube. The manufacturer was stated that: "there was no adhesive applied at the joint between (the tube of) the bladder and the end caps". Henceforth, the manufacturer will add a visual examination of the better-bladders to assure that adhesive has been applied and that when the tube is bent away from the end cap, no separation is visible. Recommendation. Please examine your stock of bigger better-bladders. If you happen to have units from lot # 9910-18907, then visually examine each unit prior to use to assure that adhesive has been applied and that when the tube is bent away from the end cap, no separation is visible along the joint between the two. (B)(6).